Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could confirm the reported event and determined the most likely cause of the reported event was due to low power due to the ac not plugged in causing the ventilator inoperable alarms. After the fsr plugged to ac to charge the battery, the issue was resolved. The fsr tested the device on and off several times and the device did not alarm. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.